Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump using the wall adapter. The customer's blood glucose level was 300 mg/dl. Subsequently, the pump shut off multiple times. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter.